Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that the coating of the insertion tube had been partially peeled off due to deterioration. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Base on the following information, omsc presumed the cause as physical stress, chemical stress and storage environment, etc. * according to the inspection result by local service department, the followings were confirmed. - insertion section had coating peeling. - insertion tube was scratched. - universal cord was sticky. * IFU warns regarding physical stress, reprocessing process and storage environment for device. * in the past similar case, the cause was assumed as physical stress, chemical stress, and storage environment, etc. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This is a supplemental report to correct aware date. The correct aware date was november 10, 2021, not november 9, 2021 as reported in initial MDR.